Event description:
On (B)(6)2015, the reporter contacted lifescan united (B)(4), alleging an unusual issue that the "three pin plug and the adaptor would not lock together." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.